Event description:
It was reported by the customer that a pyxis medstation system had a drawer which failed to open. The customer stated that the main drawer 4 would not open and require maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer which failed to open. The field service engineer suggested the customer to reseat the pyxis bus cable which resolve the issue remotely. The system functioned as intended after the field service engineer troubleshooted the device.